Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and a replacement procedure was performed without additional incident. The ra lead was explanted. No additional adverse patient effects were reported. Additional information was received that according to the physician who performed the procedure that it appeared the patient was twiddling the device causing the atrial lead to dislodge. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.